Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the sizing table in the instructions for use, arten600042307 version b, the correct size piccolo occluder for the measurements provided was a 5/4mm piccolo, the size of the embolized device. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on device embolization, per internal procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2135147-2020-00443. On (B)(6) 2020, a 5/2 amplatzer piccolo occluder was selected for implant in a (B)(6) old, (B)(6) kg patient with patent ductus arteriosus dimensions of: minimal diameter 3.1mm, length of 4.6mm and diameter at aortic ampulla of 6.5mm. During the procedure the device was placed intraductal and as soon as the device was released from the cable the device embolized into the left pulmonary artery(lpa). The device was retrieved using a transcatheter snare without complication and a 5/4 amplatzer piccolo occluder was selected for implant. The 5/4 amplatzer piccolo occluder was placed in the patient and looked to be in good position and the procedure was completed. Within a couple of hours the 5/4 amplatzer piccolo occluder embolized into the patient's lpa. The patient was brought back into the cath lab and the device was retrieved using a transcatheter snare and a 6/4 amplatzer duct occluder was implanted. The patient did not experience any serious injuries and is currently stable and discharged.